Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that upon defibrillation threshold (dft) testing, the device displayed a code which indicated a shortened lead condition. The patient also noted they felt some stimulation. The boston scientific sales representative consulted boston scientific technical services (ts) and ts suggested immediate replacement of the lead and device as potential damage may have occurred. A new device was placed in the pocket and was tested with the chronic lead. The test shorted out the newly implanted device. As a result, the newly implanted device was explanted and replaced along with the chronic device and rv lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--